Event description:
It was reported when using the pyxis medstation es system not detected on communication bus. The customer reported that user was not able to remove medication for the patient due to this malfuction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to auxiliary 7 was not functioning on the communication bus. A field service engineer replaced controller to resolve. The system functioned as intended after the field service engineer troubleshooted the device.